Event description:
'Q-pump catheter tip still in pt's incision. Patient needed to go to ultrasound for CT of pelvis. Patient scheduled for wound exploration surgery this afternoon to locate catheter tip.' (As stated in the medwatch report).

Manufacturer narrative:
The device involved in this incident was not available for evaluation; without the actual product, a complete analysis cannot be conducted. Furthermore, thus far, attempts to obtain additional info from the initial reporter have been unsuccessful. We tested four (4) retained catheters from the same lot in order to measure the catheter tensile strength. Testing confirmed that each sample tested exceeded the minimum tensile strength requirement for an individual catheter. In addition, our test results comply with the requirement of iso 10555-1 "sterile, single-use intravascular catheters part -1 general requirements". We have conducted an investigation on previous catheter break incidents in order to show whether the catheter breaks are occurring within the estimated risks limits or not. The catheter break failure rate was calculated since 2003 by dividing the number of total catheter breaks over the total number of catheters shipped, and it was found that the catheter breaks are occurring within the estimated risks limits. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrese catheter breaks. Please the attached technical bulletin preventing in-situ catheter breakage with the on-q post-op pain relief system. It was worth nothing I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.